Event description:
Remote device defect; date of loop recorder implantation procedure on (B)(6) 2022 remote monitor for boston scientific loop recorder ref6259, (B)(4), date of manufacture 2021-10-07 usb(01)00802526607363(21)86307704 , imei 358369107943901, iccid 89011703278673404409, p/n 270789-116, (B)(4), with magnet 92239574-003, lot 28136737, usb 50672850-001 manufactured 2021-10-04 was failing to charge properly and would send error messages about it's ability to charge. I contacted boston scientific several times and emailed physician. On (B)(6) 2022 boston scientific representative told me to go buy another charger, if we have to send equipment we will have to charge you. Contacted insurance company, and physicians office. Insurance company notated lack of support and cost. Contacted boston scientific again, (B)(6) 2022 and was told they would send another unit as a different charger may or may not work. The new unit would not be charged and please send back old unit, I have yet to do that. Representative from physicians office emailed today with same response. FDA safety report ID#:(B)(4).